Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the lead was repositioned three times and poor sensing and high thresholds were noted. During the third attempt the helix would not retract. An attempt to remove the stylet and release torque build up was applied but the helix would still not retract. Boston scientific technical services (ts) was contacted and advised the physician on how to handle the lead and retract the helix from the myocardium. The lead was not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. An x-ray taken confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break